Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that two hours post implant, this right ventricular (rv) lead exhibited no sensing and no capture. As a result, the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies although the lead helix was returned retracted. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.